Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery to remove the left side implant. During the revision surgery the surgeon discovered the right joint was not in its intended location and there was one screw unaccounted for.

Manufacturer narrative:
Additional information: b5, d4, d6a, d6b, h4, h6. Correction: b1. The reported event was confirmed based on the patient's CT scan from the revision case. The patient received bilateral tmj devices, with the left implant later removed due to infection, while the right fossa component was not fully seated because of anatomical differences. The left side was successfully revised with a new implant, and although the right side had placement issues, the surgeon confirmed these were due to patient anatomy, with infection recognized as a known risk on the device label. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the patient underwent a revision surgery to remove the left side implant due to an infection. During the revision surgery the surgeon discovered the right joint was not in its intended location and there was one screw unaccounted for.